Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The device was returned and particle contamination on top and bottom enclosures and rear panel - black dirt/dust was observed during device evaluation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged which was marked incorrectly as this is product problem only as mentioned in previous report. Report source was missing the previous report, in this correction report it is correctly marked as consumer. Comment was missing in previous report, the correct comment is now updated in follow up report as: this MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.